Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that the infusion set was accidentally pulled out during use due to tubing catching on something on (B)(6) 2025. The blood glucose level raised, and the patient took help from healthcare professional (hcp). The patient corrected the high blood glycose by taking correction bolus via pump no further information available